Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was off for several months. When the pump was connected to a power source, the pump did charge past 5% after 15 minutes. The customer was instructed by tandem technical support to leave the pump connected to a power source for a longer period of time. There was no impact to the customer's blood glucose level was the pump was not being used for insulin therapy. Although confirmation was requested as to whether or not the pump turned back on after charging, it was unable to be confirmed.